Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that incorrect programming of an implantable device was observed during use of the programmer. It was noted that there was a delay when trying to check threshold measurements manually on the programmer and that reports were unable to save to universal serial bus (usb). It was also noted that an error message was displayed on the programmer and the programmer was taking a long time to boot up and was unable to shut down correctly. It was further noted that the programmer was unable to print reports. The device check was completed with the cardiac device data transmission application. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that incorrect programming of an implantable device was observed during use of the programmer and it was noted that the programmer was able to interrogate and program implantable devices with no issues. Analysis was unable to confirm the customer comment that there was a delay when trying to check threshold measurements manually on the programmer and it was noted that no delay was seen when manually adjusting threshold measurements. Analysis was unable to confirm the customer comment that reports were unable to save to universal serial bus (usb) and it was noted that the programmer was able to save to portable document format (pdf) with no issues. Analysis was unable to confirm the customer comment that an error message was displayed on the programmer and that the programmer was taking a long time to boot up and was unable to shut down correctly and it was noted that the programmer booted up normally. Analysis was unable to confirm the customer comment that the programmer was unable to print reports and it was noted that the programmer printed reports as should. It was noted that that the floppy drive was having an issue reading disks. The programmer hard drive was reconfigured and the programmer software was reloaded and updated. All found defective parts were replaced and all identified issues were resolved. The programmer then passed all final functional tests. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the event resulted in a procedural delay.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.